Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device in the product analysis center (pac) and the failure was duplicated. The user interface pcb assembly was found to be the point of failure. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to the cracked capacitor, c181, preventing the ui pcba from completing the boot cycle that would result in a white screen and lockup condition. The root cause of the reported issue is the shorted capacitor. The customer received a replacement device.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.